Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter shaft is confirmed and was determined to be use-related. One 3 fr s/l powerpicc sv catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned device. Kinking and compression damage was observed along the catheter shaft from the 1 cm depth marker to between the 5 cm and 6 cm depth markers. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed a split between the 5 cm and 6 cm depth marker. A microscopic observation of the split between the 5 cm and 6 cm depth markers revealed the split to be longitudinal and at the corner of a slight kink from compression damage in the catheter shaft. This failure was determined to be caused by compression damage from the securement device. Observation of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a PICC was inserted (B)(6) 2024 for cancer treatment. On (B)(6) 2025 fluid noted to be leaking from insertion site. PICC removed, fluid noted to be leaking from line. There were no patient symptoms. The leak occurred when flushing with saline. PICC was secured with securacath. A new catheter was inserted. No other intervention needed. The event did not delay treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.